Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03-jul-2018 with the following findings: review of the black box data revealed records from (B)(6) 2018 thru (B)(6) 2018. The data from the date of the alleged issue had been overwritten due to continued patient use. A battery was not returned with the pump for investigation. On investigation, the pump powered on normally and was exercised for 24 hours without any overheating occurring. There were no errors, alarms or warnings during the investigation. Electrical current draws measured within specifications. There was no damage, defect or contamination of the pump¿s interior components. Investigation did not confirm nor duplicate the temperature complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. The reporter stated the pump and the battery became warm (almost hot) in (B)(6) 2018 and then again on (B)(6) 2018. The reporter stated (B)(6) lithium batteries are used in the pump. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.